Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one 8.0fr peel-apart sheath and vessel dilator were received for evaluation. Visual, microscopic and functional evaluations was performed. The distal tip of the vessel dilator and the peel-apart sheath was noted to be bent and the portion proximal to the distal end of the peel-apart sheath was noted to be bunched. Therefore, the investigation is unconfirmed for the reported material integrity issue as the specific damage such as deformation due to compressive stress issue was identified during the investigation. Also, the investigation is inconclusive for the reported failure to advance issue as the exact circumstances at the time of the reported event was unknown. The definitive root cause could not be determined based upon the available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: d4 (expiration date: 09/2024). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : see h10.

Event description:
It was reported that during a port placement procedure, the sheath introducer could not be advanced over the guidewire. It was further reported that the sheath was damaged like a hangnail. There was no reported patient injury.

Event description:
It was reported that during a port placement procedure, the sheath introducer could not be advanced over the guidewire. It was further reported that the sheath was damaged like a hangnail. There was no reported patient injury.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. H10: d4 (expiry date: 09/2024) h11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.